Event description:
The pt received her scs system on (B)(6) 2009. It was reported the pt is getting intermittent communication between her programmer and her ipg; the programmer turns off before she can increase the stimulation. The pt has tried adding new batteries to the programmer. A new programmer was sent to the pt. Attempts to determine if this has resolved the issue have been unsuccessful.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.